Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported the device diagnostic log noted an occurrence of a 24/+-12v/power fail condition. The biomedical engineer consulted with the manufacturer's product support who recommended replacing the power supply. The unit is no longer under warranty and the customer did not request service/repair by the manufacturer. If a power failure of the ventilator occurs during use, an audible alarm will activate.